Manufacturer narrative:
Investigation completed on 8/26/2024. Due to character limitations e1(event site name - metro institute of medical sciences). E1(event site postal code - 201301). A getinge field service engineer (fse) checked the machine & found display of the machine is flickering. Then reset connections of display board pcb & video receiver pcb. Then checked again & found now display is working properly. Performed all tests. All tests passed. Observed the machine for more than 3 hrs on system trainer. Machine working ok on system trainer. Equipment handover to customer in good working condition.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had a issue of flickering display. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a